Event description:
Physician reported right side rupture and "right breast it is identify one lesion of cystic aspect of 2.7 mm" . Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma and capsular contracture are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional, later reported, capsular contracture, baker grade unknown. And granuloma. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ lymphadenopathy: unable to observe as it is a medical event that is not related to the device. ¿ granuloma: unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ cyst-ndr: not applicable as the event is not related to the device. Additional observation: ¿ creases were observation. ¿ deformation observed. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported right side "axillary nodes of inflammatory reactive aspect, not evidencing adenopathy of pathologic character" and "lesion of cystic aspect of 2.7 mm". Regulatory agency later forwarded healthcare professional's report of capsular contracture, baker grade unknown and "macrophage reaction to foreign material, capsule with siliconoma" and clarified the explanted device was intact upon removal. Device has been explanted with complete capsulectomy and replaced with a non-allergan device. Rupture was confirmed to not have occurred.

Event description:
Health care professional reported right side capsular contracture baker grade iii .

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ granuloma : unable to observe since it is a medical event and is not related to the device. ¿ lymphadenopathy : : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ wear abrasion observed on the device. ¿ deformation observed on the device. ¿ voids observed on the gel. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Physician reported right side "axillary nodes of inflammatory reactive aspect, not evidencing adenopathy of pathologic character" and "lesion of cystic aspect of 2.7 mm" discovered by ultrasound. Regulatory agency later forwarded healthcare professional's report of capsular contracture, baker grade unknown and "macrophage reaction to foreign material, capsule with siliconoma" and clarified the explanted device was intact upon removal. Healthcare professional later reported capsular contracture, baker grade iii diagnosed via MRI and touch". Device has been explanted with complete capsulectomy and replaced with a non-allergan device.